Event description:
La line flushed and found leaking through crack in distal plastic end of line. La line repaired. Dates of use: 2009. Diagnosis or reason for use: heart defect repair. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.